Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure (batch no. E2821n) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy). Essure was removed in 2016. At the time of the report, the pelvic pain, genital haemorrhage and endometriosis outcome was unknown. The reporter considered endometriosis, genital haemorrhage and pelvic pain to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy). Essure was removed in 2016. At the time of the report, the pelvic pain, genital haemorrhage and endometriosis outcome was unknown. The reporter considered endometriosis, genital haemorrhage and pelvic pain to be related to essure. Lot number (e2821n) is not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-mar-2022: quality safety evaluation of ptc. We received a not valid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.